Manufacturer narrative:
Plant investigation: an on-site evaluation was performed by a fresenius field service technician (fst). The motherboard was received with thermal damage to capacitor c2 and soot on nearby components. Capacitor c2 was replaced and the motherboard was cleaned. Install motherboard onto test machine for testing. No problems during the initial power up. Rinse program was completed without problems. Dialysis mode functioned properly without failures. Self-test program was completed without failures. There was no thermal event on the motherboard during testing.. The device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. Therefore, the complaint event was confirmed.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine had damage to the c2 and c1 capacitors on the motherboard. The fst replaced the motherboard to resolve the issue. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, harm, or adverse event reported. The motherboard component was returned to the manufacturer. Upon physical evaluation of the motherboard by the manufacturer, it was identified that the motherboard exhibited thermal damage.